Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) visited remotely and found that the system did not boot up completely. Review of system log file showed that the system did not boot up completely which confirmed the malfunction. Upon troubleshooting actions, rse identified a disk bay error and recommended that the customer reboot the system. Subsequently, when the suite pc was powered on, the hard drive indicators were not illuminated. To the resolve the issue, rse replaced the disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). However, after replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.